Event description:
It was reported that upon closing the pocket after implant, anomalous sensing values were observed. The physician decided to re-open the pocket and inadvertently cut the right ventricular lead in half. While attempting to remove the lead, a pericardial effusion occurred. The physician then discovered that the leads had been switched in the header during the implant procedure. The lead was explanted and replaced. The patient was kept in the hospital over the weekend for observation. The pericardial effusion did not require intervention. The patient was discharged home in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).